Manufacturer narrative:
Pump unable to prime during prime/delivery test due to moisture damaged back pressure sensor. Unable to perform the excessive no delivery test and occlusion test due to prime fill anomaly. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during priming. Blood glucose level at the time of the incident was 176 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
(B)(4).